Event description:
The customer reported that antibody screen testing performed on a pt's sample containing anti-jka reacted negative on the ortho provue analyzer using mts anti-igg card lot# 072208001-09. Since the pt had a previous history of anti-jka, units were screened and a full crossmatch on the provue was performed using jka antigen negative units, which yielded compatible results. The pt was transfused with 2 units of red cells on (B) (6) 2009 without incident. A new sample from the pt was received on (B) (6) 2009 for an antibody screen. The sample was tested on provue and a positive (1+) reaction was obtained using an alternate lot of gel card. The previous sample collected from 3/2/09 was retested on the provue and in manual gel test using the alternate lot of gel cards and a positive (1+) reactivity was obtained. The customer did not test the mts anti-igg card lot# 072208001-09 on the provue or in manual gel test using the samples in question.

Manufacturer narrative:
The returned sample (dated 3/2/09) received at ocd was grossly hemolyzed. The sample was not suitable for testing. Therefore, testing was not performed on the returned sample. Retained cards tested at ocd using a known sample positive for anti-jka was satisfactory. All the gel cards performed as intended. Batch record review for lot# 072208001-09 was within release specifications. Incident is isolated. A separate medwatch 1056600-2009-00070 has been submitted for the provue analyzer (B) (4). (B) (4).